Event description:
Per the territory business manager states that the foot release wheel lock cylinder that touches the wheel is loose. Territory business manager states the provider has tightened this part many times and it continues to get loose. No additional information provided.